Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock. Upon review, it was discovered that the right ventricular lead exhibited 2 shocks due to oversensing. It was noted that the oversensing observed was p-waves and t-waves and it was confirmed the lead was dislodged. The lead was explanted and replaced. The patient was discharged.